Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the procedure, the device fractured inside the patient's anatomy. The pressurewire x, wireless was calibrated and equalized normally. A 5f catheter was used with the device. The device was attempted to be used for ffr measurement in rca#2 lesion with moderate stenosis. While advancing the device into the lesion, the tip of the device slipped into the narrow small vessel near the target lesion and the tip got stuck. Torque was applied and the device was pushed and pulled, but the issue was not resolved. The device fractured and the tip of the device was left in the coronary artery. A 6f guiding catheter and a snare catheter were used to remove the fractured part. About 5 minutes after inserting the snare catheter, the fractured part could be removed with no adverse consequences to the patient. No fragments remained in the patient. The procedure was completed without using another device. No additional information is expected.

Manufacturer narrative:
One pressurewire x, wireless was returned for analysis. The results of the investigation concluded that the radiopaque tip and a portion of the distal corewire had been fractured and were not returned, consistent with the reported event. There was evidence of the tip coil proximal weld joint. There were multiple bends throughout the guidewire; the corewire was bent and had multiple twists at the location of the fracture. Information from the field stated that the pressurewire was used with a 5f guiding catheter. The pressurewire instructions for use directs the user to use the pressurewire guidewire in conjunction with a 6f (2 mm diameter) guiding catheter. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the guidewire damage is consistent with damage during use.